Manufacturer narrative:
Analysis of the catheter revealed a broken catheter body.

Event description:
It was reported that the patient experienced a change in therapy effect. Recently, the patient experienced reduced efficacy. They were planning on partially removing the intrathecal catheter portion, but were not going to explant the pump. The reporter inquired about stopping the pump versus programming it to minimum rate. The device system was used to deliver baclofen. It was later reported that a pump and catheter replacement was being done. A catheter cut was found. It was later reported that the patient recently had a colostomy multiple dose increases were done. The patient had a revision on (B)(6) 2013 and a new pump was implanted on the opposite side of the body with a new 8780 catheter. The physician left the old pump implanted, as well as the existing 8709 catheter except for a portion of the distal segment that was taken out of the intrathecal space. The old pump was programmed to minimum rate. When the colostomy is repaired and finished, the old pump would be removed. It was later reported that there was no issue with the pump. The location of the cut was the distal segment of the catheter. As of (B)(6) 2013, the patient was receiving effective therapy. At this time, the removed catheter was in hospital pathology. When they were finished, it was to be returned to the manufacturer. The pump remained implanted, but was not connected to a functional catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l71610, implanted: (B)(6) 2000, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.